Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0fbwl, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that all contact pairs were showing greater than 2,000 ohms. The reported noted that the patient never had her implantable neurostimulator (ins) turned on or programmed since implant. The reporter stated that the patient received great benefit from surgery, so she did not need the therapy. Additional information was requested, but was not available as of the date of this report.